Event description:
Deployed multiple tries then detached outside of the body. No patient harm occurred. Manufacturer response for coil ruby complex soft 3mm x 15cm, coil ruby complex soft 3mm x 15cm (per site reporter). Mfg [manufacturer] notified by site.